Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed, and further defects were detected. In total the following defects were detected: · led lights dimly · blade damaged · blade bent · housing visually worn · product was labelled by customer the device passed the quality test at the time of delivery. During the technical inspection, the fault described by the customer was identified. Mechanical damage caused by the user or the refurbishment process damaged the bath, which could affect the electronics and cause the light to be dim. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that cmac blade has weak light. No negative impact in state of health reported.